Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with ra and rv low out of range pacing lead impedance via merlin.net transmission. The leads were tested in clinic. No anomalies were found. The patient was monitored. On (B)(6) 2017, additional low out of range pacing lead impedance was observed via merlin.net transmission. The patient was brought into the clinic on (B)(6) 2017. Impedance measurements showed anomalies, returning to normal measurements intermittently. A download was performed, which resolved the issue. Dft or pc shock was suggested to ensure that hvli measurements are valid under high voltage conditions. Following download the patient presented with another alert via merlin.net transmission. Review of the episodes revealed out of range low pacing lead impedance. Multiple episodes of svt were also noted. Device images were requested for further investigation.

Manufacturer narrative:
The reported field event of impedance anomalies was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New info received: patient presented remote via merlin.net transmission after receiving another alert for out of range high voltage lead impedance. Upon interrogation, premature battery depletion was observed. The device was explanted and replaced. Following the generator replacement a dft test was performed with the new device and was successful. The patient remained stable before, during, and after the procedure and will continue to be monitored.